Manufacturer narrative:
Analysis of the returned device identified: creases fold, opening curved on anterior, broken shell, missing shell leak test and microscopic analysis was performed which identified: striated opening on anterior and sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation". Device remains implanted.